Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the anterior abdominal wall was burned while the surgeon was attempting to divide fibroids in half using the monopolar curved scissor (mcs) instrument. The issue occurred in the latter half of the procedure, using 2 tenaculum forceps instruments to hold the fibroid, and a mcs instrument to cut the fibroids. The energy settings were for cut and coagulation were both set to 3, but when the energy was activated for the mcs instrument, there was no energy delivery. The surgeon attempted to cauterize the tissue using the mcs instrument with the blades in an opened position, and closed, without success. The staff suggested the surgeon needed to have the fibroid touching a part of the body to "complete the circuit." The surgeon moved the fibroid so that it was touching the anterior abdominal wall, and energy was successfully delivered. There was 1 incident in which the generator beeped a couple of times, the surgeon believed this was possibly caused by cauterizing for 7 to 8 seconds, and the blades must have been too hot on the mcs instrument. The surgeon proceeded with this method; however, when the fibroid was re-positioned, a 1cm x 1.5cm burn mark was observed. A nurse verified the grounding pad was appropriately applied and ensured there was proper contact with the skin. The surgeon then decided to quarter the fibroid tissue to make retrieval of the specimen easier. When the attempt was made to cauterize the tissue, without the specimen contacting the anterior wall; it was successful. There was no medical or surgical intervention provided, as there was no bleeding that occurred and additional tissue removal was not required. The procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the monopolar curved scissors (mcs) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed a possible related system error indicating: erbe error: neutral electrode (ground pad) current warning. (Insert the connector of the neutral electrode cable into the receptacle as far as it will go. Ensure grounding pad is oriented correctly) a video of the event was provided by the customer and reviewed. Per the video, the surgeon is observed to be holding the fibroid tissue against the abdominal wall. Upon activating coag on the mcs instrument, arcing is visible, which may have led to the burns noted. Monopolar energy seeks the path of least resistance, discharging from the monopolar instrument's tip. Ideally, the neutral electrode serves as the return path, but nearby conductive objects could also complete the circuit if they are close to the instrument's tip. The user manual explicitly warns against unintended contact with non-target tissue to avoid accidental thermal harm to the patient.